Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implantation, the plunger did not push through the iol and did not advance the iol into the eye as intended, instead pushing the center of the lens. Additional information was received stating that the ovd (ophthalmic viscosurgical device) had been positioned below the nozzle tip and that the amount injected had been small. It was also noted that the ovd setting timing had occurred before ia. After the company representative explained the appropriate ovd injection volume and the correct timing for setting, the doctor was able to use the device with the lens tacking normally.